Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with the following pre-operative diagnoses: 1. Post-laminectomy syndrome of l4-5. 2. Post-laminectomy syndrome of l5-s1. He underwent the following procedures: 1. Retroperitoneal approach total anterior discectomy and partial cor pectomy of l4. 2. Retroperitoneal approach partial corpectomy of l5. 3. Retroperitoneal approach total anterior discectomy l5-s1 with partial corpectomy of l5 and partial corpectomy of s1. 4. Anterior lumbar arthrodesis l4-5. 5. Total anterior arthrodesis l5-s1. 6. Anterior instrumentation l5-s1. 7. Insertion of interbody device cage l45. 8. Insertion of interbody device cage times two l5-s1. 9. Allograft spine surgery morselized rhbmp-2/acs. As per the op notes, ¿¿the interspace was reamed for partial corpectomy of l5 and s1. Next, the first cage was placed on the patient¿s right. This was the 18 x 26 cage filled with rhbmp-2. Next, the distraction plug was removed on the left and 16 x 23 cage was placed on the left side. Rhbmp-2 allograft was then placed between and around the cages for the anterior lumbar interbody fusion l5-s1. Final adjustments were then made to the cages¿ the interspace was reamed for partial corpectomy of l4 and partial corpectomy of l5. Next, a 16 x 23 cage filled with rhbmp-2 was placed on the patient¿s right side. The distraction plug was removed on the left and another 16 x 23 cage filled with rhbmp-2 was placed on the left. Next, final adjustments were then made to the cage. Rhbmp-2 allograft was placed between and around the cages for the anterior interbody fusion l4-5. Final position and fixation of all the hardware was excellent¿.¿ no patient complications were reported. The patient underwent an additional procedure on the same date. The preoperative diagnoses were: 1. Post-laminectomy syndrome l4-5 and l5-s1. 2. Spinal stenosis l4-5. The following procedures were performed: 1. Posterior arthrodesis l4-5. 2. Posterior arthrodesis l5-s1. 3. Left l4 laminectomy redo with facetectomy and foraminotomy. 4. Left l5 laminectomy and facetectomy.5. Posterior instrumentation l4, l5 and s1. 6. Microsurgical technique requiring use of operative microscope. 7. Allograft for spine surgery rhbmp-2. As per the op notes, ¿¿ after the anterior portion of the procedure was completed, the patient was repositioned prone on a wilson frame¿ rhbmp-2 allograft was placed into the facet joint at l5-s1 for the posterior fusion. Next, screws and extensions were placed over the wires into the pedicle of l4 and s1¿ next, screw and its extension was placed over the wire into the pedicle of l5¿proximal incision was made. Rod was advanced through the paraspinal musculature into the top loading mechanism of the screws at l4, l5 and s1. Next, the nuts were dropped down to the rod. Compression was applied to the construct, and the nuts were tightened and counter torques. This is the posterior segmental instrumentation l4 tos1¿ rhbmp-2 allograft was placed into the l4-5 facet for the posterior fusion¿ pedicle screws were placed over the wires at l4 and s1, and the wires were removed¿ proximal incision was made and the rod was advanced through the paraspinal musculature through the l4 and s1 screws. Nuts were dropped down the rod. Compression was applied to the rod and the nuts were tightened and counter torqued. The instrument system was removed. This is the posterior segmental fixation¿ the wounds were then closed in layers¿¿ no patient complications were reported.